Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the device was returned and analyzed. No anomalies were found. It was also noted that the packaging was damaged.

Event description:
It was reported that the device was to be implanted but could not be used. The product had been kept in front of the heater which caused deformation of the packaging. A new device was implanted. No patient complications have been reported as a result of this event.